Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the ultrasonic air sensor door pin slid loose. There were no error messages or audible tones. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the field service rep (fsr), air sensor is missing a teflon spacer. The fsr he cannot repair the sensor. The customer is still going to use as a back-up. They do not want to purchase a brand new air sensor at this time.